Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had loaded the cartridge with cold insulin and had been using the same cartridge for over 3 days using novolog insulin. Tandem customer technical support informed customer that the cartridge is only labelled for use for up to 72 hours. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge to address issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Change your cartridge every 72 hours or as recommended by your healthcare provider.